Event description:
Discordant low ipth (intact parathyroid hormone) results were obtained for patient samples on an immulite 2000 xpi analyzer. The patient samples were initially tested on the immulite 2000 xpi analyzer (with reagent lot 277 and adjustor lot 166). The initial ipth results were released to the clinicians, who questioned the results due to the patients' histories. The samples were re-tested on two (2) other chemistry analyzers. The repeat results from the other analyzers were reported to the clinicians. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) about the discordant low patient and control sample results they observed when using ipth reagent lot 277 with adjustor lot 166. A siemens field applications support specialist (fas) worked with the customer regarding this issue the cause of the discordant ipth results is unknown at this time. The instrument is performing according to specifications. No further evaluation of the system is required.